Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 50.0-50.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 13.5-15.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Event description:
New information received notes that the lead was explanted and replaced.